Event description:
It was reported to philips that x-ray tube failure caused an aborted procedure and patient relocation on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube (mrc 200+ 0508 rot-gs 1003) and returned the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).